Event description:
It was reported that the wake button was sticking and unresponsive. There was no reported adverse impact to the customer's blood glucose. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.